Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The stent was partially deployed by 5mm and appeared to be flared. The stent was deployed manually by cutting the outer 160mm from distal end of the outer and pulling end of tip while gripping the outer. No damage or issues were noted with the deployed stent. A visual and microscopic examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination of the shaft identified that the outer was kinked 240mm distal from the hub. The valve body was detached from the outer. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21feb2020 it was reported that advancing difficulties were encountered. The target lesion was located in the biliary tract. A 8x60x75/ 6f reduced profile wallstent was selected for use. However, it was noted that the stent could not be advanced after advancing a small part. The physician tried several times but it was still unable to be advanced. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed the stent was partially flared.